Event description:
It was reported that an ilet user experienced a temporary signal loss to the ilet from a dexcom g7 sensor, indicated by three lines on the display, after which blood glucose readings reappeared without further intervention. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact and no interruption to insulin therapy. Investigation included user education and brief troubleshooting, after which normal operation resumed. Investigation of this case revealed a transient communication interruption between the cgm and the ilet, with function restored and no device replacement needed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.